Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device would not fire. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one device was received jammed halfway, with the knife exposed into the channel, otherwise in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass, right side fully fired, left side 1/3 partially fired; the lockout tab and drivers were noted to be damaged. As the instructions for use state," note: once the firing cycle has been initiated, it must be completed. If reinitiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." The device was tested for functionality with a test cartridge and it fired conforming.